Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the proximal conductor was distorted, there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched; full lead returned and analyzed. (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Event description:
It was reported that the right atrial (ra) lead had low sensing and high pacing threshold. The ra lead was explanted and replaced. During implant attempt of the replacement lead, there was difficulty positioning the lead into a stable position. The lead was not used and was replaced. No patient complications have been reported as a result of this event.